Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection. It was reported that a stoma swab was collected, and the patient was prescribed an unknown oral antibiotic. On an unknown date, the patient experienced stoma site dilation due to the infection. It was reported that a new stoma culture was performed, pending results for the first culture. The patient was prescribed clindamycin 300 mgs every 8 hours for 7 days, and ciprofloxacin 500 mgs every 12 hours for 7 days.